Event description:
A caller reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and guided the caller through the process. After the reset, the cgm error code did not display again. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.